Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a trend to increasing to high pacing thresholds observed on the atrial and ventricular leads. Reprogramming was performed, and the leads remain in use. No patient complications have been reported as a result of this event.